Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-01715, for the other associated device information. It was reported to boston scientific corporation that two speedband superview super 7 multiple band ligators were used in an esophagogastroduodenoscopy (egd) performed on (B)(6), 2010. According to the complainant, during the procedure, while in the patient's esophagus, they attempted to deploy the bands however, the bands would not deploy. They tried a second of the same device and the bands would not deploy. The case was completed with a third speedband superview super 7 multiple band ligator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
Caller states neonate patient received result of 44 mg/dl on the inform system and 24 mg/dl on lab value within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.